Manufacturer narrative:
No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information via remote monitoring that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high shocking impedance measurement of 126 ohms. Boston scientific technical services (ts) that it is not uncommon a single coil leads to have measurement above 125 ohms. Ts discussed options of monitoring or bringing the patient in for evaluation. The health care professional (hcp) indicated that the patient planned to be seen in approximately two months. No adverse patient effects were reported.

Event description:
Additional information received indicated that a remote monitoring alert was received for a high shocking impedance measurement of 134 ohms. It was reported the patient had an appointment to come to the clinic next month. No additional information is available at this time. If additional information becomes available this report will be updated.